Event description:
It was reported that this patient experienced seven inappropriate shocks and out of range high shock impedances due to a suspected right ventricular (rv) lead fracture. At this time, there is no evidence to suggest that intervention has been confirmed. No adverse patient effects reported.